Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported problem of e5 error was confirmed. It was determined that the unit had been immersed, which caused a short in the motor that produced the reported error code. This condition is indicative of improper cleaning of the device. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received form the us stating that during service the device displayed an e5 error message on the console. The date of the event is unknown. It is unknown if the device was used in surgery. No injuries were reported. There was no additional information provided.